Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, the pump battery was depleting rapidly which resulted in the pump shutting down. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts. There was no impact to the customer¿s blood glucose.